Event description:
Major pump unit(s) involved: external control system failure;black connector on system controller unable to hold power.specific component(s) involved: external battery malfunction;unable to maintain battery charge on battery power.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of other component, specify; replacement of external battery.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.